Event description:
Healthcare professional (hcp) reports 30 cracked headers. Nine cracks noted during use and 21 cracks noted during reprocessing procedure. Hcp reports average reuse number is 20. Hcp reports no pt injury.